Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level. The continuous glucose monitor read ¿high¿; however, a specific bg value was not provided. Reportedly, the customer did not charge the pump and the pump subsequently shutdown. A manual insulin injection was administered to address bg. Reportedly, the pump was charged, and insulin delivery was successfully resumed.